Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2018 to (B)(6) 2018 for major gastrointestinal (gi) bleeding in the lower gi tract. The patient was transfused with 8 to 16 units of red blood cell concentrate per 24 hours on (B)(6) 2018. The lab data on (B)(6) 2018 revealed an international normalized ratio (inr) value of 2.1, an activated partial thromboplastin time of 38 seconds, and a platelet count of 137.0 x10^4 per microliter. The patient was on warfarin and aspirin at the time of the event.